Event description:
Good faith attempts were made to the physician and have been unsuccessful to date. No additional information has been provided.

Event description:
Additional information was received on (B)(6) 2012, indicating that the patient was scheduled for explant due to lack of efficacy. Explant occurred on (B)(6) 2012. Attempts for product return are underway. Attempts for additional information have remained unsuccessful to date.

Event description:
Received new information that the device was discarded. New information received also revealed that the patient's mother was never satisfied and felt that the vns never helped. The physician indicated that the patient was a non-responder and that all diagnostics were within normal limits.

Manufacturer narrative:
Conclusions, corrected data: device discarded unable to follow up.

Manufacturer narrative:
Analysis of programming history.

Manufacturer narrative:
Date received by manufacturer (mo/day/yr), corrected data: follow-up report #3 inadvertently did not include the date new information was received by manufacturer; the correct date should have been (B)(6) 2012

Event description:
It was reported on (B)(6) 2012, that the patient's generator could not be interrogated during a follow up appointment. The patient is also considering discontinuing therapy. No additional information is known at this time.

Manufacturer narrative:
.